Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5866-37m, lead, implanted: (B)(6) 2006; 1346t, competitor lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that capture was unable to be observed on the atrial lead. It was noted that sensing is poor and visible on egm (electrogram) at vvi 30 and that the atrial lead is required to be at 0.5mv minimum due to unipolar lead function. The lead remains in use but will be explanted and replaced. No patient complications have been reported as a result of this event.